Event description:
Service representative reported, during installation of additional rooms, a malfunction occurred which interrupted the communication from previously installed rooms. No reported adverse patient out come. Service representative duplicated the reported condition.